Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-739b-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits moderate detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and moderate contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: operational context.

Event description:
It was reported that during a benign prostatic hyperplasia surgical procedure at 140,210 joules and 10 minutes the laser was continuously put into standby indicating the fiber tip required cleaning despite having no tissue buildup. The fiber was exchanged and the second fiber was used to complete the procedure. The fiber tip was cleaned during the procedure. No harm to the patient was reported.